Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was receiving multiple sensor errors. Troubleshooting did not find any damage to the connection bridge on the transmitter. Customer's blood glucose was 95 mg/dl. It was found bent cannulas were the cause of the connection issue. No additional information provided.